Event description:
It was reported to philips that wireless footswitch could not connect with base station. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the system was in clinical use at the time of the event. The procedure was completed using the wired footswitch. A philips field service engineer (fse) inspected the system on-site and identified an intermittent connection issue between the base station and the wireless footswitch (wfs). To resolve the issue, the fse replaced the base station. After replacing the base station, the system was returned to use in good working order and was ready for clinical use. The wfs base station was returned to philips for failure analysis, and no failure was observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), the wired foot switch must always remain connected to the x-ray system and be available for clinical use. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. In this case, the procedure could be completed using the wired foot switch. This has led to the determination that this scenario is unlikely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.